Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient system analyzer (psa) was used to check implant parameters during implant of the lead and the lead exhibited low sensing, high threshold and high impedance. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.